Manufacturer narrative:
Insulin pump was received with a compromised force sensor error alarm during seating due to motor high current draw. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 274 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.